Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lobectomy wherein a device was inserted to the shell and it showed error mark. A different shell was used but the same problem occurred. A manual handle was used to complete the procedure. No patient harm. After surgery, the problematic device was inserted to a battery charger to reset but to no avail.